Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the product code? (B)(4). When did the needle pull off (during dispensing / during preparation / during use)? The doctor was removing the suture from the pack and the suture broke. We have the suture for testing if needed.

Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the needle was falling off suture and that the suture broke when the doctor was removing the suture from the pack. It is unknown if another like device was used to complete the procedure. There were no adverse consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # pc(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.